Event description:
It was reported that the autoclavable camera head exhibited image disturbance during connection. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water tightness of cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the initial malfunction was cause not established. However, the malfunction identified during the investigation was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.